Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 24 joules of use. The fiber was exchanged and the case was completed using a second fiber. Pt outcome: "no injury to pt."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be fractured at the adhesion zone. The fiber cap fracture could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.